Event description:
It was reported to medtronic minimed that the customer experienced damage (physical or cosmetic) and a crack on the battery compartment. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No harm requiring medical intervention was reported. Product return was requested for mmt-1886 and the device was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The sc1 cap does not lock in properly into the reservoir compartment due to partially broken retainer ring. The following were noted during visual inspection: scratched case, cracked keypad overlay, partially broken retainer ring, and partially detached retainer ring. Per observation that the knit line near the belt clip plate is normal. No cracks on the case during the visual inspection. Cosmetic damage at the battery compartment(crack) was not confirmed, however, other cosmetic damage confirmed where scratched case, cracked keypad overlay, partially broken retainer ring, and partially detached retainer ring was noted. Reservoir unable to lock into place confirmed. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.